Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause of the iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:14:27. During night drain cycle four, the patient's ultrafiltration reading was 1079ml, indicating the home patient (hp) drained 1079ml more than their maximum programmed fill volume of 1500ml. No additional information is available.